Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received nonsustained lead noise alert due to post-paced t-wave oversensing. No further data was provided from the field to recommend any programming changes. No further information is available.